Event description:
It was reported "two piccs inserted at one of our other sites, that came back to us leaking. These were single lumen, inserted sept 1, leaks noticed sept 7 and exchanges were done." Add info rcvd 09/16/2022: in the reported cases, patients had to undergo a PICC exchange procedure. This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3552 showed thirteen other similar product complaint(s) from this lot number.